Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they went to the emergency room on (B)(6) 2021 due to diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of incident. The customer was in the emergency room for a couple of hours. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was not known if auto mode was active. Customer had symptoms of vomiting, feeling sick and sweating customer was treated with intravenous insulin drip and glucagon. The insulin pump will not be returned for analysis.